Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up, the right ventricular lead exhibited loss of capture and sensing, low impedance, fluoroscopy revealed dislodgement. During attempted repositioning procedure the physician was unable to deploy the helix a new rv lead was then placed without complication.